Event description:
The customer's parent reported via phone call that the customer received a compromised force sensor system alarm. It was also reported insulin was squirting out during the manual prime process. Customer's blood glucose was 53 mg/dl at the time of incident. The customer's blood glucose rose to 150 mg/dl after treatment with food. Troubleshooting found the customer's drive support cap appeared to be normal. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump gave an alarm during the prime test due to a faulty force sensor. Unable to perform the basic occlusion, occlusion, prime or excessive no delivery tests due to the alarm. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.